Event description:
It was reported that during a generator change-out due to eri, noise was observed after a successful deft was performed with the new device. The noise was reproducible. The device was not used and another was implanted, since it seemed to cause noise for the newly replaced lead as well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported field event of noise was confirmed in the laboratory via review of the stored egm. The device was tested on the bench and no anomalies were found. No noise could be reproduced during analysis. The cause of the reported noise could not be determined.